Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reay0102 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that power lumen rupture in small veins catheter without apparent cause. Additional information received stated, "implanted with catheter on (B)(6) 2019, with recommended technique, without any complication, which is functional, without any previous condition, or previous event that compromises the integrity of the device. A report is received from the pediatric oncology hemato service on (B)(6) 2019, where it is reported that upon passing the venous drug, there is leakage in the red lumen as of (B)(6) 2019, it is not evident in history clinical occlusion or previous difficulties in administering medications, after evaluation by the safe venous catheter group determined to change the device, change is made on (B)(6) 2019, the device is conserved to be analyzed by the provider."

Event description:
It was reported that power lumen rupture in small veins catheter without apparent cause. Additional information received stated, "implanted with catheter on (B)(6) 2019, with recommended technique, without any complication, which is functional, without any previous condition, or previous event that compromises the integrity of the device. A report is received from the pediatric oncology hemato service on (B)(6) 2019, where it is reported that upon passing the venous drug there is leakage in the red lumen as of (B)(6) 2019, it is not evident in history clinical occlusion or previous difficulties in administering medications, after evaluation by the safe venous catheter group determined to change the device, change is made on (B)(6) 2019, the device is conserved to be analyzed by the provider."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed from the two videos that were provided for investigation. The videos showed a dual-lumen powerpicc sv. The power injectable lumen with the red connector was being flushed. In the beginning of each video, the PICC was held over a dry paper towel. In one video, fluid was saturating the paper towel at the distal tip of the catheter, which indicates that the lumen was patent to infusion. A line of fluid also wetted the paper towel perpendicular to the axis of the catheter near the distal end of the bifurcation. The other video showed a closer view of the molded bifurcation. Fluid appeared to spray from the distal end of the bifurcation and wet the paper towel as the power injectable lumen was flushed. The exact location and characteristics of the leak site were indiscernible from the videos; therefore, the cause of the leak was unknown.